Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24h0048. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was fully un-wrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvi-ous blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0067in and was within specifica-tion of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was con-nected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The pumping was initiated. The pump triggered a "helium loss 3, subcode 2" alarm within 5 minutes after the pump was initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the blad der membrane. Under microscopic inspection, a leak site consistent with con-tact from a sharp object was noted at approximately 4.2cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 5.1cm from the iabc distal tip, which is the location of the clotted central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 71.4cm from the iabc luer, which is the location of the clotted central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon cannot inflate completely" is confirmed. During the investi-gation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which contributed to the incomplete inflation of the balloon. Based on a review of the device history rec-ord (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon cannot inflate completely" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.